Event description:
It was reported that the insulin pump has many scratches and display worn. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.